Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) got twisted in the shooter. It is unknown if there was patient contact with the product. The material is not available for investigation. No further information is available.

Manufacturer narrative:
Age, weight, ethnicity: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9. Returned to manufacturer on: 20-oct-2022. Section h3. Device evaluated by manufacturer? Yes device evaluation: the intraocular lens (iol) and handpiece were returned loose inside of a bag for evaluation. Visual inspection using magnification was performed to the returned lens. The lens was received coated in viscoelastic residue. The lens was cleaned and no issues with the lens could be observed. Visual inspection of the handpiece revealed that it was received with the plunger rod fully advanced. Viscoelastic residue could be observed coating the inside of the cartridge as well as the lower body assembly. No issues with the handpiece were identified. The complaint issue of haptic damaged was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.